Event description:
A us distributor reported that a patient was experiencing battery/charger faults. A us distributor reported that a patient was experiencing battery/charger faults.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the damaged charger. Device evaluation of battery charger/modem sn (B)(6) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The charger was sent to the supplier for further root cause investigation. The root cause investigation is underway at the supplier. No adverse events occurred due to the damaged charger.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The charger was sent to the supplier for further root cause investigation. The root cause investigation is underway at the supplier. No adverse events occurred due to the damaged charger.

Event description:
A us distributor reported that a patient was experiencing battery/charger faults.